Event description:
Occlusion alarm does not sound and unit does not acknowledge further occlusions, if the "run/stop" key is pressed before clearing an initial occlusion.====================== health professional's impression======================this pump allows the user to press the run/stop key prior to clearing an occlusion. Other brand pumps do not allow the user to stop the alarm prior to clearing an occlusion.====================== manufacturer response for IV pump, spectrum pump======================that the device is safe to use for patients and approved by the FDA